Event description:
The hospital reported that they were using the pt warming system with a lower body blanket. As per hospital procedure, the warming system was turned off when the pt temperature reached 38 degrees, which occurred after the first hr of a three hr procedure. When the procedure was complete, the anesthetist noted very small red dots on the pts legs that were in a matrix pattern that matched the pattern of perforations in the blanket. A week later at a follow-up visit to her physician, it was noted that some of the red spots had not completely dissipated. One had becom a blister and was treated with topical medication.